Manufacturer narrative:
(B)(4). The complaint is confirmed due to the user error described in the initial report as the patient failing to wear a mask during therapy. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and bacterial peritonitis in a patient coincident with dianeal pd2 unknown bag therapy. On an unreported date the patient experienced a break in aseptic technique, further described as did not wear a mask and the electric fan was switched on during therapy. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same date. On an unreported date, the patient received remedial treatment with ceftriaxone and cefipime.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the use error which resulted in the peritonitis was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.